Manufacturer narrative:
Results: the penumbra system ace 60 reperfusion catheter (ace60) was kinked approximately 73.5 cm from the hub. The device was ovalized approximately 106.5 and 121.5 cm from the hub. Conclusions: evaluation of the returned ace60 confirmed a kink. If the device is forcefully mishandled during use, damage such as a kink may occur. The reported complaint did not mention resistance; therefore, the root cause of the kink could not be determined. During functional testing, resistance was experienced at the kinked location of the ace60 while attempting to advance a demonstration 3maxc through the ace60 and the catheter could not advance any further. Further evaluation revealed ovalizations. These damages were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy in the cerebral artery using a penumbra system ace 60 kit. During the procedure, the physician advanced a penumbra system ace 60 reperfusion catheter (ace60) with a non-penumbra sheath into the patient¿s body. While attempting to insert a penumbra system 3max reperfusion catheter (3maxc) into the ace60 and the sheath, the physician noticed that the proximal end of the ace60 was kinked; therefore, the ace60 was removed. The procedure was completed using another ace60 and the same 3maxc and sheath. There was no adverse effect to the patient.